Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called and reported experiencing high blood glucose of 588 mg/dl. Customer performed a site change at the time, gave injections, and blood glucose level would not go down. When customer removed the cannula, it was bent and the insulin pump had not alarmed. Customer also had an upper respiratory infection. The customer decided to go to the hospital. At the time of the emergency room visit, customer's blood glucose was at 753 mg/dl. It was stated that the cause of the emergency room visit was myocardial infarction, diabetic ketoacidosis, and chronic renal failure. During troubleshooting with the insulin pump, several no delivery alarms were found from (B)(6), which had all reportedly occurred during priming. During a manual prime, insulin exited at the quick release. The high pressure test was performed and passed. Customer was advised to monitor the insulin pump and to call back if problems were to persist.